Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard hub does not allow connection. The following information was provided by the initial reporter, translated from japanese to english: according to the customer report the indwelling needle hub cannot be connected to the infusion line or syringe.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that a connection could not be made was confirmed and the cause appeared to be manufacturing related. Two photographs and one 22ga insyte autoguard IV catheter were provided for investigation. A microscopic examination of the catheter adapter revealed deformation within the adapter near the threads. The damage allowed fluid to leak during a functional test. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.